Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that after disconnecting the microsensor for a computerized tomography, upon returning and reconnecting the microsensor, the cerelink warning stated "microsensor failure, and cable failure", the nurse changed the cable and still had the same error code. Nurse checked placement of microsensor and stated it was in good placement, reboot twice but cerelink still saying same message. The nurse changed out to another monitor, but that also failed still having microsensor failure warning. Microsensor was implanted on (B)(6) 2022 and explanted on (B)(6) 2022.

Manufacturer narrative:
Cerelink was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.